Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified right superficial femoral artery. Following the guide wire crossing the lesion, the device was in place and was inflated. Upon the 1st inflation, the balloon ruptured at 12 atmospheres. The balloon was removed intact and the balloon rupture was confirmed outside the body. The lesion was dilated with a different device, and an unk stent was implanted to complete the procedure. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.